Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen 2000mcg/ml at flex dose 622.5mcg/day via an implantable pump. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2018 the healthcare provider reported that the patient was seen at the clinic today for a routine itb (intrathecal baclofen) refill but there was a critical pump alarm that was confirmed as a motor stall. The event logs confirmed numerous intermittent motor stalls and recoveries with some tube sets also, beginning (B)(6) 2018 with the last stall occurring (B)(6) 2018, tube set (B)(6) 2018 and no recovery to date. The patient did not recently have an MRI. The last refill was on (B)(6) 2018. The patient had withdrawal symptoms that began about a week ago but per the healthcare provider they were not that bad so the healthcare provider was going to prescribe oral baclofen and send the patient to the hospital. The healthcare provider would contact their company representative about the surgery/pump replacement. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 12-nov-2018 from a healthcare professional (hcp) who reported that the pump required surgical replacement as the stall was unable to be resolved. No further complications were reported/anticipated.